Event description:
It was noted that during a follow-up, when noise was found on the atrial lead x-ray was performed. Leads had dislodged due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.